Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging unknown inaccurate results. Reported that results are always 30-60 points higher than her other meter regardless to whether she is testing while hyperglycemic or stable. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.